Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the drawer was opening but the cubic was not opening. A field service engineer logged into cfnadmin and accessed the storage space configurations, where the row was visible but cubie pockets were missing. After powering down the station and reseating the row board cable, the issue persisted. The drawer was manually opened and fully disassembled, with all row boards and cubie pockets removed. The row board cable and drawer controller board were replaced, and all components reconnected. Upon restart, drawer 3.2 remained invisible, prompting a full reconfiguration. The module controller board was replaced, and cubie pockets from the b row were removed. By inserting cubies one at a time, a faulty cubie pocket was identified and deleted due to a ¿duplicate assigned medication¿ error. A new cubie pocket was installed, and the station was restarted, successfully clearing the failure and completing drawer configuration. Additionally, med packs stuck between half-height drawer 2.1 in the auxiliary cabinet were removed during preventative maintenance and handed over to the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server the user could not be able to access medication, the drawer was open but the cubic was not. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the user could not be able to access medication, the drawer was open but the cubic was not. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.